Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer called and reported that they received emergency medical assistance and got hospitalized due to low blood glucose on (B)(6) 2018 with blood glucose of 50 mg/dl at the time of the incident. The customer was on a hiking trip when the low event happened. The customer was at 280 mg/dl before the low, ate some ice cream and bloused, then went low. The customer was at 240 mg/dl at the time of the call. The was given intravenous fluids to treat. The customer experienced symptoms such as fainting. The customer was wearing the insulin pump during the incident. The customer got a compromised force sensor system alarm after the low event. Troubleshooting was not completed as the customer did not provide further information. The insulin pump will not be returned for analysis.